Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a tibial nail was explanted due to a non-union. The non-union was confirmed via x-ray. Date of removal was (B)(6) 2015. Two unknown 4.0mm titanium locking screws were also removed. No parts were broken; all parts that were removed were intact. The original surgery date is unknown. There was no delay in surgery. Complaint is for two (2) unknown locking screws. This is report 2 of 2 for (B)(4).